Event description:
Healthcare professional reported right side no complaint against device. Device remains implanted. Patient reported right side rupture found during surgery.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified: underweight, opening curved on posterior and crease fold. A visual and microscopic analysis was performed which identified: opening crease sharp on posterior and stress mark. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange.